Manufacturer narrative:
UDI - (B)(4).

Event description:
It was reported that patient presented for a device follow up but was hospitalized due to bradycardia. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture, high sensing threshold and high pacing threshold. A new lead was implanted but similar abnormal pacing and sensing threshold was noted. It was explanted and the initial lead was used again and the issue was unresolved. The patient was stable post procedure.